Event description:
A site registered nurse (rn) called from the operating room (or) to report that during an ear, nose & throat (ent) procedure, their navigation system screen displayed no input detected. The navigation system re-booted when they moved the system cart. The surgeon had finished with navigation and chose to discontinue trouble-shooting further. The surgeon opted to continue and completed the procedure. There was no impact on patient outcome.

Manufacturer narrative:
On 06/30/2015 in trouble-shooting, it was suspected there was a loose cable. On 07/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, was unable to replicate the issue. The medtronic representative ensured all cables were well-seated into their respective ports. System booting-up and shutting-down normally. No parts have been received by manufacturer for analysis. No further issues have been reported.